Event description:
Reporter alleged obtaining a discrepant blood glucose of 219 mg/dl on the advantage system compared back to back with a result of 54 mg/dl on the first aid station's meter when testing was performed less than 10 minutes apart. Reporter stated that the self-treated with juice as he was experiencing hypoglycemic symptoms. No other action or treatments were reported. A request was made for the return of the suspect device and replacement product was sent.